Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was received with the carriage components detached from the dcs, the end cap/screw gear snap fit connected, and the capsule fully closed. Visual analysis showed the handle was not intact; however, tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. During functional testing, the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated from the dcs by the medtronic analysis technician with little to no resistance. Both tab 3 and tab 4 had a hairline fracture at the point where the tab protrudes from the deployment knob. One of the actuator hooks had stress marks at the point the hook protrudes from the deployment knob and at the point of the hook. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The suspect dcs was returned for analysis with the handle not intact and the carriage components detached from the dcs. The actuator components appeared intact; however, they were subsequently removed from the dcs by the medtronic analysis technician with little to no resistance. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) handle broke during the loading process while closing. The capsule was closed one-third when the handle broke. There was no unusual tension during loading. It was unknown if the tabs were intact prior to use. As a result, the dcs was not used for implant. There was no patient involvement and no adverse patient effects were reported.